Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the device's connector panel was replaced to remedy the condition. However this does not meet our guidelines for reportability since the cable can be attached to the connector, just not permanently. The stripped inserts were replaced. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm a patient (age & gender unknown) the device was unable to connect to the multi-function cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.